Event description:
During patient use, key pad would not lock and respiratory rate was changing on its own. The patient was taken off from the ventilator and ambu bagged. Then, the patient was treated with a comfort care and being extubated. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no additional patient information was provided.